Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies to address the issue. Reportedly, the customer was not cleaning the pneumatic tap and pump vents, and wearing pump supplies for 3-4 days. Tandem clinical support informed customer that not cleaning the pneumatic tap and pump vents, and wearing the pump supplies for 3-4 days, is off label per the tandem user guide. Reportedly, the customer reverted to an alternate method insulin therapy. No reported impact to the customer¿s blood glucose level.